Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer occurring at the start of treatment. Blood leak was noted by the cobe c3+ hemodialysis machine's blood leak alarm. Blood leak was confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 250 cc to 300 cc. The pt was administered vancomycin, 1.75 gm IV and tobramycin, 40 mg IV, prophylactically. Treatment was resumed with a new psn dialyzer of an alternate lot and completed without incident. Per hcp no pt injury was reported to be associated with this event.